Manufacturer narrative:
The t:slim user guide states: "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. Tandem technical support educated the contact on the auto-off safety feature. The customer was uncertain as to if the event had impacted their blood glucose levels. The customer disabled the setting.